Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using three proglide devices with a 6f sheath after a mitraclip interventional procedure. Initial flushing of the marker lumen with saline was successful prior to use. Reportedly, the proglide sheath was unable to track the tortuous anatomy; therefore, there was no bleed back from the marker lumen to deploy the foot. A second and third proglide device were able to track the tortuous anatomy; however, a cuff miss occurred with the second proglide device and a suture break occurred with the third proglide device. A fourth proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.